Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the motor and electronic assembly had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level was over 600 mg/dl at the time of the incident. The customer other blood glucose was 300 mg/dl. The customer was hospitalized on (B)(6) 2019. The customer was treated with insulin. Customer also stated that the insulin was leaking in the pump as well as insulin pump was exposed to fluid in the past with no moisture visible in pump. Troubleshooting was performed. The insulin pump will be returned for analysis.